Manufacturer narrative:
While performing a review of additional information received about the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-02631 and any reports associated with it.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the vent had a broken air mix knob. The product fault occurred during either self-testing or during the beginning of the shift and was related to physical damage/abuse or the unit was dropped. There was no patient involvement and no harm/adverse event reported.